Manufacturer narrative:
Results: 7060587-converted to batches 6341525-2/28/17 at bulk process there were 10 inspections on 500 parts and at print/assy there were 10 inspections on 500 parts with zero defects found. 6341524-2/28/2017 at bulk process there were 11 inspections on 550 parts and at print/assy there were 11 inspections on 550 parts with zero defects found.investigation comments: loose fm on syringe was observed. Conclusion root cause: it is possible that this loose fm is from the conveyor belts that the syringes travel on from assy to the bulk hopper. Belts are cleaned during tpm cleaning and daily cleaning. Belts do run continually while running production. Normal wear can produce loose fm. CAPA: no-based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. However, belt replacement is scheduled to be completed no later than (B)(6) 2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7060587. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there was black foreign matter on a 60 ml bd luer-lok¿ syringe before use. No medical interventions reported